Event description:
A consumer reports that his vision became "distorted" after his cataract surgery on 2/5/1998. The intraocular lens that was implanted at that time remains implanted. He is being followed by his surgeon and a retinal specialist.